Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer later called back stating that her dr wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.